Event description:
While monitoring a pt complaining of chest pain, the device allegedly lost power. The operator was unable to restore power to the device. The rptr indicated there were no adverse effects to the pt as a result of the alleged malfunction.